Manufacturer narrative:
H6: c37930 has been removed and replaced by c50792. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that on (B)(6) 2019 the patient was in for a device check and stated that they didn¿t feel it was working well, they didn¿t feel it was working the way it should, and they requested that the implant be removed. The healthcare provider also noted that the patient was taking myrbetriq and had their programmed settings adjusted multiple times; the patient reported much less incontinence than prior to implant, but they continued to have some urinary urgency and they denied frequency. The healthcare provider stated that the patient was very adamant about the removal of the implant stating that their battery was dead, and they just wanted it removed. However, the healthcare provider explained that their implanted battery was not dead, but their programmer battery may be dead. Upon finding out that their implant may still be working they wished to have an adjustment made and would recheck at their next visit. The patient was informed that they could turn the therapy up or down as needed; they were on a very low setting, but the patient stated that they felt that it was working for them. The patient was advised to turn stimulation off for 1-2 weeks if they did not feel that it was working to see how much worse their symptoms were without the stimulator. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient stated ¿it¿s not working;¿ they thought it was working in the beginning, but it¿s not working now. The patient stated that the ins was working better ¿now that the batteries of the programmer are out.¿ it was also stated that the patient does not ¿understand the device.¿ it was also reported that the patient does not feel stimulation, and they had increased stimulation, but it really bothered them in the crotch, so they decreased stimulation and the bothersome feeling went away. Troubleshooting was not possible on the call, but after programming considerations were reviewed, it was stated that they would try changing the program. It was also noted that the patient wants the device taken out, and they have appointment with the rep at the clinic ¿on the 19th.¿ the patient¿s daughter called back the following day and stated that after speaking with the healthcare provider, they suggested seeing a local rep for a programming adjustment. The rep was notified and no further patient complications are anticipated or expected as a result of this event.